Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient was diagnosed with anemia and required a blood transfusion on (B)(6) 2017. The patient also developed bilateral pleural effusions which were drained and only a small effusion remained on the right side on (B)(6) 2017. The patient was diagnosed with tachyarrhythmia which was treated with a medication adjustment and at discharge the ECG showed sinus rhythm. Additional information received on (B)(6) 2018 indicated that at the 6 month visit on (B)(6) 2017, aortic insufficiency (mild grade I) was detected without any functional problem. No treatment was required. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient was diagnosed with anemia and required a blood transfusion on (B)(6) 2017. The patient also developed bilateral pleural effusions which were drained and only a small effusion remained on the right side on (B)(6) 2017. The patient was diagnosed with tachyarrhythmia which was treated with a medication adjustment and at discharge the ECG showed sinus rhythm. (Clinical study patient ID: (B)(6)).